Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 61 year old male on impella 5.5 for cardiovascular support. It was reported that the impella was not able to be delivered into the lv. The physician could only get the tip of the impella a few cm pass the anastomosis and as result, was unable to pass because of an issue at the anastomosis. Physician tried multiple times but was unsuccessful. The procedure was aborted. The patient's outcome was unknown.